Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer duct occluder were reported in a research article in a subject population with multiple co-morbidities including tricuspid regurgitation, infective endocarditis, coronary artery disease, and ventricular septal defect. Complications reported included stroke, tachycardia, arrhythmia, patient device interaction problem (residual shunt); these complications are anticipated for the procedure and subject population. Off-label use was associated with implantation in the perimembranous ventricular septal defects (pmvsd). A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: middle and long-term follow-up of effectiveness and safety of transcatheter closure of perimembranous ventricular septal defects using the second-generation amplatzer duct occluder ii in adults b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "middle and long-term follow-up of effectiveness and safety of transcatheter closure of perimembranous ventricular septal defects using the second-generation amplatzer duct occluder ii in adults", was reviewed. This research article is a retrospective single-center experience to evaluate the safety, effectiveness, and mid- to long-term outcomes of using a second generation amplatzer duct occluder ii (ado-ii) for transcatheter closure of perimembranous ventricular septal defects (pmvsd) in adult patients. The device included in this study was ado-ii. The article concluded that pmvsd closure using ado-ii in adults is safe, effective, and feasible with excellent mid- to long-term outcomes. It represents a promising alternative to surgery or traditional occluders for selected adult pmvsd patients. [The primary and corresponding author was jianming wang, department of congenital heart disease, general hospital, northern theater command, shenyang 110016, liaoning, china, with corresponding e-mail: wqg1993@163.com.]. This study included adult patients with pmvsd from 01 june 2013 to 30 june 2021. A total of 44 patients were included in the study, of which 100% received an abbott device. The average age was 38 years. The majority gender was female. Comorbidities included tricuspid regurgitation, infective endocarditis, coronary artery disease, and ventricular septal defect.